Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The left high resolution stereo viewer was analyzed and the reported failure could not be confirmed or replicated. No related errors were found in the system logs. Visual inspection revealed no anomalies associated with the reported complaint. The unit was installed onto a system and functioned as expected, with a clear image display. The system underwent 10 power cycles, yet the reported issue could not be reproduced. The unit was determined to be fully functional. The complaint was confirmed by the field evaluation but not replicated by failure analysis. The probable root cause may be attributed to a loose or improper connection of the personality module surgeon console (pmsc) on the surgeon side console. The issue was resolved by reseating the pmsc, restoring normal video output.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console 2 left eye was black. Technical support engineer (tse) found no related errors. The site hard power cycled the console twice with no change and was no longer able to troubleshoot due to the frustration of the surgeons. Surgeon was continuing on other console. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.